Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip arthroplasty was being performed using the depuy synthes corail pinnacle hip system. The surgeon requested a corail, size 13 ka cementless femoral stem to be opened. The nurse removed the outer clear plastic wrapping, and then opened the box and removed the stem intact in its inner packaging. The back side of this inner packaging had a 2 inch laceration in it. The nurse noticed immediately and put the stem aside. Another one of the same implants was opened and the surgery finished without any issues.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the returned package confirmed that tyvek lid had a tear. Observations on the cardboard package denoted a puncture harm to the outer carton which corresponds to the tyvek's lid tear area when sterile package is inside the box. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this 3l92503 /5367805 combination. Based on the inability to find any nc¿s against the provided product 3l92503 /5367805 combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. H3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d3, g1, h3, h8.